Manufacturer narrative:
The insulin pump functioned properly during testing with no reset error alarm or unexpected restart noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an insulin pump that fell out when a new battery was placed the day before. Insulin pump started alarming and the customer was able to reprogram the time and date. Customer stated that the pump is functioning now. Customer called back to report that he has had an unexpected restart 2 times in a row. The insulin pump will come back for analysis and will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.